Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump screen did not turn off for sleep and became unresponsive, though the screen responded when connected to a charger and after a restart; the user completed a supply change and resumed insulin delivery, and the battery level was 82% with a blood glucose of 140 mg/dl. Symptoms included impaired device usability due to a nonresponsive touchscreen. Outcomes included interruption to normal device interaction without injury, medical intervention, or hospitalization. Investigation included guided troubleshooting by cleaning the screen, charging the device, and performing a restart, after which normal screen responsiveness returned. Investigation of this case revealed that the device functioned as expected after restart and cleaning, consistent with transient touchscreen unresponsiveness of the display/input component. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible touchscreen response issue addressed by standard troubleshooting.